Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsiv-hd, serial number/date code (B)(4) is approximately 2 years 3 months old. The owner's manual part number 1154294 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
(B)(4). Per dealer the chair was purchased for a patient who passed away prior to taking ownership. The chair then sat in the warehouse for several months before being sold to the current owner. The right motor failed and was replaced by road runner mobility. Then the left motor failed and the dealer replaced it. He says he then had problems with the chair either pulling to the left or the right for a period of time. Eventually he became stranded and now it will not move at all. MDR filed.